Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse that during pre delivery inspection, the cardiosave intra aortic balloon pump (iabp) had a delayed touchscreen response. The patient was not involved.